Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had no pressure coming from unit, unit is down. There was no patient harm reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. A getinge field service engineer (fse) said that he could not confirm pressure issue. Performed a full function and calibration check. No further issues found. Fse replaced o-ring and customer provided 9v alarm battery. Device returned to customer and cleared for clinical use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had no pressure coming from unit, unit is down. Patient involvement is unknown however no harm reported.